Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while at work. The patient was hospitalized following the inappropriate therapy and the field representative was unable to reproduce the noise during isometric, postural changes and pocket manipulation in primary vector. When changed to secondary sensing vector no noise was seen, however there was low amplitude and myopotential oversensing was noted. Alternate sensing vector was not viable for programming as it shares the same sensing pathway and primary. Boston scientific technical services (ts) was consulted to review the data and found several untreated episodes with the same noise signature starting approximately two months earlier. Ts requested x-ray images and discussed further troubleshooting options. Further testing was performed that was not able to reproduce the non-physiological high amplitude artifacts and noise. It was also excluded possible evident lead damage after performing several pocket manipulations and leads system tractions with body movements to further exclude lead connection issue or lead mechanical issue. X- rays were performed and found that the electrode is appropriately inserted in the device header and there is no evidence of any mechanical or material issues with the electrode from the device connection to the lead tip. Final testing outcome was confirming suspect that recorded noise was likely related to changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode caused by contact with the patient tissues and/or specific conditions present at the time of the recorded episodes. Ts discussed programming recommendations. Subsequently the s-ICD was reprogrammed to secondary vector and the clinic will closely monitor the patient via the remote home monitoring system with daily interrogations for one week and then transition to weekly interrogation transmissions. The s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while at work. The patient was hospitalized following the inappropriate therapy and the field representative was unable to reproduce the noise during isometric, postural changes and pocket manipulation in primary vector. When changed to secondary sensing vector no noise was seen, however there was low amplitude and myopotential oversensing was noted. Alternate sensing vector was not viable for programming as it shares the same sensing pathway and primary. Boston scientific technical services (ts) was consulted to review the data and found several untreated episodes with the same noise signature starting approximately two months earlier. Ts requested x-ray images and discussed further troubleshooting options. Further testing was performed that was not able to reproduce the non-physiological high amplitude artifacts and noise. It was also excluded possible evident lead damage after performing several pocket manipulations and leads system tractions with body movements to further exclude lead connection issue or lead mechanical issue. X- rays were performed and found that the electrode is appropriately inserted in the device header and there is no evidence of any mechanical or material issues with the electrode from the device connection to the lead tip. Final testing outcome was confirming suspect that recorded noise was likely related to changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode caused by contact with the patient tissues and/or specific conditions present at the time of the recorded episodes. Ts discussed programming recommendations. Subsequently the s-ICD was reprogrammed to secondary vector and the clinic will closely monitor the patient via the remote home monitoring system with daily interrogations for one week and then transition to weekly interrogation transmissions. Additional information was received from review of the new weekly interrogation that showed no stored episodes following the programming change. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.